Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 cannula was found damaged, causing the patient to desaturate. No further patient consequences were reported. F&p have requested for further information regarding the reported event.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 cannula was found damaged, causing the patient to desaturate to 88% spo2. The healthcare facility reported that the subject device was in use for 17 days. The subject device was replaced and no further patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the subject ojr410 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the ojr410 optiflow junior 2 nasal cannula was found detached from the cannula, confirming the reported fault. Both of the tubes were observed to be stretched and damaged. It is also possible that the use of the subject cannula beyond the intended 14 days of use may have contributed to the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. Based on our knowledge of the product the tubing was likely subjected to being pulled by the patient or caregiver. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr410 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions (ui) which accompany the ojr410 optiflow junior 2 nasal cannula state that the subject device is intended to be used for a maximum og seven days. The ui also shows in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4) corrections: section b4: date of this report updated to submission date. Section d9: ticked yes, included date returned to manufacturer. Section g3: date received by manufacturer updated. Section h6: coding updated. Method: the subject ojr410 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The customer also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the subject device revealed that the right tube was found detached from the cannula. Parts of both tubes were observed to be stretched and damaged. Glue residue was visible on the inside of the cannula tube joint. It was also reported that the subject cannula was in use for 17 days. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the ojr410 optiflow junior 2 nasal cannula. Based on our knowledge of the product the tubing was likely subjected to excessive force. It is also possible that the use of the subject cannula beyond the intended 14 days of use may have contributed to the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr410 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions (ui) which accompany the ojr410 optiflow junior 2 nasal cannula state that the subject device is intended to be used for a maximum of seven days. The ui also shows in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 cannula was found damaged, causing the patient to desaturate to 88% spo2. The healthcare facility reported that the subject device was in use for 17 days. The subject device was replaced and no further patient consequences were reported.